Event description:
Drug/diluent: ropivacaine 0.2% 500 mg, fill volume: 500ml, flow rate: na, procedure: na, cathplace: na. The ondemand button would not lock down to release drug. Originally it was reported that the pump would not flow, but bag was wet when evaluated by rep.

Manufacturer narrative:
Method: one full pump rec'd for eval and investigation. Results: device subjected to bolus functionality test results demonstrated that the device performed with specification. Conclusions: customer complaint not confirmed, however this product is under recall.